Event description:
Allegedly, hospital staff attached portable light source to pt's leg during 6 hour procedure. At conclusion of procedure, they noticed that the pt had rec'd a minor burn where the portable light source was attached. Ointment was applied and pt healed well. No malfunction of portable light source was reported.

Manufacturer narrative:
Our instructions for use and labeling on the side of the portable light source caution user to use this portable light source for no longer than 10 minutes and then power off for 5 min to cool. Our instructions for use also caution the user not to have device in proximity of pt. So portable light source should not have been running continuously for the 6 hour procedure and should not have been attached to pt.